Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that an undisclosed bd nexiva broke during placement. The following information was provided by the initial reporter: we¿ve had many rn¿s over the last year of having them report not being happy with them. Our don has asked if we can switch back because they¿re still carried in supply at providence and there are many departments that still use the older ones so we¿re trying to see how to get them. Here are the responses from some of the rn¿s when asked. Some are new rn¿s, some have been here years. Very few have said they don¿t have difficulties but so far the majority are asking for them back. ¿ the plastic tube is flimsy and bends/ breaks they are not a good option for pediatric patients. (Per some rn¿s the rep when introducing them told them they¿re not good for peds)